Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537322m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. At on af redo. At was started from the time of admission. Right atrium mapping confirmed passive, left atrium mapping. Mitral atrial flutter was diagnosed, and low volume in the antrum of right pulmonary vein from low volume in the anterior wall was abl. Tachycardia cycle250¿increased by approximately 310 msec but no termination. New map was made twice and additional ablation was performed, but termination was not done. At the time of ablation, after the second new map, it was confirmed that blood pressure had decreased to the 50 s (about 100 at the time of admission), and efforts were confirmed by intracardiac echo. Drainage was performed at the discretion of the physician. About 600 ml of venous blood was withdrawn. After that, the patient's vitals were stable and did not become severe. Drainage was performed, and since bradycardia was noted at the time of dc before that, the loop recorder was implanted and completed. The physician commented that behavior of ablation catheter was confirmed in replay, and the physician was informed that there was no problem. The physician said there was no problem with carto 3 in particular. The physician commented that it was unknown the cause of the adverse event was related to the bwi products. There were no matter occurred with bwi products before and during the procedure. After the ablation procedure was completed, the physician reviewed the motion of the ablation catheter with carto replay and confirmed that there were no problems. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. There was no evidence of a steam pop. It was not reported that inappropriate use was conducted without the instructions for use. No error messages observed on the biosense webster equipment during the procedure.